Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-31053, 3006705815-2020-31054. It was reported patient¿s system was explanted for unknown reason. Reportedly, it was stated that patient wanted the system to be explanted.